Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced kinked cannula event on (B)(6) 2024 leading to high blood glucose of 20 mmol/l. The ketones were high which the healthcare professional identified as dangerous or life-threatening. The patient tried to treat with multiple daily injection. The site was patient's abdomen and infusion set was used for less than a day. Moreover, the patient went to emergency room for two and half hours but blood glucose levels had gone down to 8.8 mmol/l and ketones to 0.8mmol/l by then. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.